Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(6); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that there was a gradual loss of therapy. There was a gradual loss of stimulation and therapeutic effect. Symptoms or complications associated with the event included less than 50% therapy relief. The patient felt stimulation in all of her painful areas but did not get more than 20-30% pain relief. Diagnostic testing or troubleshooting performed included impedance testing, x-rays, reprogramming and spinal cord stimulation (scs) therapy holidays. After multiple attempts at reprogramming and ¿stim therapy holidays etc¿ the patient decided she just wanted it to be explanted. Actions required as a result of the event include explant. The implantable neurostimulator (ins) and leads were completely explanted. The event occurred during normal use. The patient¿s status at the time of this report was alive with no injury. The patient had fully recovered after explant and was discharged the same day.